Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and haemorrhagic anaemia ("iron deficiency anemia") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 623314) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptive: depo-provera injection from (B)(6) 2006 to (B)(6) 2007. Concurrent conditions included sleeve gastrectomy since (B)(6) 2011, uterine fibroids, obstructive sleep apnea syndrome, headache, earache, upper respiratory infection, chest pain, drowsiness, dental abscess, blood in urine, dysuria and skin rash. Concomitant products included levonorgestrel (mirena) until (B)(6) 2015 for contraception, glipizide since 2009, insulin glargine (lantus) since 2009 and metformin since 2009 for diabetes, ranitidine since 2014 for heartburn and acid reflux (esophageal), atorvastatin since 2009 for high cholesterol, lisinopril since 1999 for hypertension, potassium chloride (klor-con) for hypokalemia as well as hydrochlorothiazide and ibuprofen (motrin). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") (seriousness criterion intervention required). In 2011, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), nausea ("nausea") and abdominal pain lower ("lower stomach pain"). The patient was treated with iron, surgery (to remove the essure implant) and surgery (endometrial ablation on (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, haemorrhagic anaemia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, cystitis, urinary tract infection, nausea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, cystitis, dysmenorrhoea, haemorrhagic anaemia, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details: the essure was the opened. The left fallopian tube was then approached, and the essure was advanced into the tube, and the coil was placed as per the instruction unit. Seven coils remained outside of the tubal ostium. At that time, the right ostium was identified, and similarly, the essure was advanced through the tubal ostium, the coil was deployed as per the instruction manual. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Renal function test - on an unknown date: abnormal. Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2007 and removal date updated to (B)(6) 2015. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) was added. Lot number (623314) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems or changes, urinary problems or changes, dysmenorrhea (cramping), bladder infection, urinary infection, nausea and iron deficiency anemia added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and iron deficiency anaemia ("iron deficiency anemia") in a 36-year-old female patient who had essure (ess205) (batch no. 623314) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptive: depo-provera injection from (B)(6) 2006 to (B)(6) 2007. Concurrent conditions included sleeve gastrectomy since (B)(6) 2011, uterine fibroids, obstructive sleep apnea syndrome, headache, earache, upper respiratory infection, chest pain, drowsiness, dental abscess, blood in urine, dysuria, skin rash, breast abscess since (B)(6) 2012, abdominal abscess since (B)(6) 2008 and unspecified vitamin b deficiency. Concomitant products included levonorgestrel (mirena) until (B)(6) 2015 for contraception, glipizide since 2009, insulin glargine (lantus) since 2009 and metformin since 2009 for diabetes, ranitidine since 2014 for heartburn and acid reflux (esophageal), atorvastatin since 2009 for high cholesterol, lisinopril since 1999 for hypertension, potassium chloride (klor-con) for hypokalemia as well as hydrochlorothiazide and ibuprofen (motrin). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") (seriousness criterion intervention required). In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2011, the patient experienced iron deficiency anaemia (seriousness criterion medically significant). On (B)(6) 2012, 5 years 4 months after insertion of essure (ess205), the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary infection"). On (B)(6) 2013, the patient experienced back pain ("lower back pain"). In 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain lower ("lower stomach pain") and incontinence ("incontinence"). The patient was treated with iron, surgery (to remove the essure implant) and surgery (endometrial ablation on (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, cystitis, urinary tract infection, nausea, abdominal pain lower, back pain and incontinence had resolved and the iron deficiency anaemia, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, cystitis, dysmenorrhoea, genital haemorrhage, incontinence, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details: the essure was the opened. The left fallopian tube was then approached, and the essure was advanced into the tube, and the coil was placed as per the instruction unit. Seven coils remained outside of the tubal ostium. At that time, the right ostium was identified, and similarly, the essure was advanced through the tubal ostium, the coil was deployed as per the instruction manual. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Renal function test - on an unknown date: abnormal. Most recent follow-up information incorporated above includes: on (B)(6) 2018: concomitant disease was added. Added events heavy bleeding, lower back pain and incontinence. Updated onset date of events and outcome of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and iron deficiency anaemia ("iron deficiency anemia") in a 36-year-old female patient who had essure (ess205) (batch no. 623314) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptive: depo-provera injection from (B)(6) 2006 to (B)(6) 2007. Concurrent conditions included sleeve gastrectomy since (B)(6) 2011, uterine fibroids, obstructive sleep apnea syndrome, headache, earache, upper respiratory infection, chest pain, drowsiness, dental abscess, blood in urine, dysuria, skin rash, breast abscess since (B)(6) 2012, abdominal abscess since (B)(6) 2008 and unspecified vitamin b deficiency. Concomitant products included levonorgestrel (mirena) until (B)(6) 2015 for contraception, glipizide since 2009, insulin glargine (lantus) since 2009 and metformin since 2009 for diabetes, ranitidine since 2014 for heartburn and acid reflux (esophageal), atorvastatin since 2009 for high cholesterol, lisinopril since 1999 for hypertension, potassium chloride (klor-con) for hypokalemia as well as hydrochlorothiazide and ibuprofen (motrin). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") (seriousness criterion intervention required). In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2011, the patient experienced iron deficiency anaemia (seriousness criterion medically significant). On (B)(6) 2012, 5 years 4 months after insertion of essure (ess205), the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary infection"). On (B)(6) 2013, the patient experienced back pain ("lower back pain"). In 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain lower ("lower stomach pain") and incontinence ("incontinence"). The patient was treated with iron, surgery (to remove the essure implant) and surgery (endometrial ablation on (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, cystitis, urinary tract infection, nausea, abdominal pain lower, back pain and incontinence had resolved and the iron deficiency anaemia, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, cystitis, dysmenorrhoea, genital haemorrhage, incontinence, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details: the essure was the opened. The left fallopian tube was then approached, and the essure was advanced into the tube, and the coil was placed as per the instruction unit. Seven coils remained outside of the tubal ostium. At that time, the right ostium was identified, and similarly, the essure was advanced through the tubal ostium, the coil was deployed as per the instruction manual. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion renal function test - on an unknown date: abnormal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.